Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The complaint was not confirmed by the supplier, as the sample was not returned. The root cause is undetermined. A batch review was not performed as the lot number was unknown.

Event description:
A customer reported to baxter (B)(4) that during therapy the a blood leak occurred in the tubing. There was patient involvement but no injury or medical intervention was reported.